Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one max-core biopsy needle was returned for evaluation. The device passed the drop test and worked properly under laboratory conditions as it was able to prime and fire 30 times without issue. An x-ray showed that the cannula tangs were engaged with the device housing. Upon disassembly, it was noted that both bumpers were bent by the spring. Based on the findings, the investigation is unconfirmed for the reported self-activation. The identified bent bumpers may have contributed to the reported event. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the biopsy instrument allegedly self activated. There was no reported patient injury.